Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument is not available for failure analysis to be performed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Correction: annex b - inv type desc 1 was updated to b01.

Event description:
Refer to h11 for follow-up information.